Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's paddle was tested with high impedance during an ipg replacement from a non-boston scientific device. The patient's spinal cord stimulator (scs) paddle lead was explanted and will not be returned.